Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during basal, bolus, fixed prime. Customer's blood glucose was 280 mg/dl. After the troubleshooting was done, the customer was advised that the alarm was caused by set/reservoir connection. Customer was advised to change set and reservoir. The customer was advised to call back if assistance needed.